Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead demonstrated a wide range of capture thresholds. The physician felt it was prudent that the patient has a more stable rv pacing lead. The patient presented in clinic for a lead replacement procedure. The rv lead was replugged into the pacemaker's atrial port to serve as a backup rv lead. A new rv lead was implanted. The patient was stable.